Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during tightening in a procedure, the tip of the screwdriver broke off. Reportedly the surgeon wanted to tighten the locking nut down more. The small fragments have been disposed of by the hospital.

Manufacturer narrative:
Device used for treatment and not diagnosis. The examination of the manufacturing and material documents has shown that the screwdriver corresponds to the specifications. The measured hardness parameters are within the specifications. We can only assume that high forces during tightening had lead to this breakage, load limit was exceeded. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record (DHR) revealed there are no ncr documents in the DHR. The screwdriver passed all inspection and certification testing during manufacturing.